Event description:
A male had initial aaa repair with zenith devices implanted in 2005. One flex main body and two iliac leg grafts were placed. A main body extension was also added to the left iliac leg graft and an additional iliac leg graft placed into the right external and coils into the right hypogastric. On follow up CT, a disconnect was noted on the let side between the iliac leg graft and the main body extension. Secondary repair was done in 2008 by another physician. He converted the patient to aui with a converter graft and then did a fem-fem bypass. Patient is doing fine.